Manufacturer narrative:
On (B)(6) 2020, the customer was informed, by the clemson police department, that the donor had died while using methamphetamine. A field service engineer was dispatched and inspected the pcs2 machine and no issues were found. Diagnostic checks were normal and unit meets manufacturer specifications.

Event description:
On (B)(6) 2020, haemonetics was informed by the customer of a donor fatality following a successful plasmapheresis procedure on a pcs2 plasma collection system. The donor left in good health following the completion of the donation procedure. No medical interventions were necessary.